Manufacturer narrative:
Inspected 1 opened/used partial enlite sensor and unable to confirm insertion/needle complaint due to customer return guardian sensor no needle.

Event description:
The customer reported via phone call that they had sensor reading discrepancies. The customer stated that they calibrated at 90 mg/dl and an hour later, sensor glucose was showing 40 when the blood glucose was 101. The customer indicated that the insulin pump went into threshold suspend when sensor was reading 98, but blood glucose value was 161 mg/dl. The customer also reported experiencing blood at site and a bent sensor cannula. The customer was advised about insertion and calibration best practices. The sensor was returned for analysis.